Event description:
Event 1: "preparing for total knee arthroplasty circulator and tech noted debris on suction tubing. Knee pack was removed from case and materials was given pack for inspection. Ref sop7ctkbrr, lot no. 278292, exp [redacted date]." Event 2: "preparing for total knee arthroplasty circulator and tech noted a hole in the basin drape. Lot # 295611, ref #sop7ctkbrr." Event 3: "while preparing for total knee arthroplasty circulator and tech noted a long strand of hair in the fold of the basin drape after they broke the seal. Ref # sop7ctkbrr, lot no. 295611, exp [redacted date]." Manufacturer response for cardinal knee packs, cardinal knee packs (per site reporter). [Redacted date] d from medline tracing and will get back to us this week. [Redacted date] a e-mailed medline to trace products to or for source of debris. [Redacted date] following with cardinal and medline to identify the source of debris. Meeting [redacted date] meeting with cardinal and sites, emailed (B)(6) operating room on [redacted date] to see if they are experiencing, only hearing from [redacted name] so far.